Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals, the sample was received with the tab on the release lever partially broken off. There is a deep gouge in one of the locking teeth in the ratcheting mechanism near the fully closed position. The tab on the release lever that locks into the ratcheting mechanism is broken off and the break appears as though the device was forced open while locked instead of using the release lever. There is also a gouge in one of the locking teeth near the fully closed position that lines up with the tab and is also in a direction that indicates it happened when trying to force the forceps open with the locking tab engaged. The tab on the release lever that locks into the ratcheting mechanism appears to have been broken off when the forceps were forced open instead of using the release lever. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that a pair of reduction forceps were found broken after sterilization with the tooth chipped. It is unknown when or what procedure these were used in.